Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attempting to deliver a bolus, the hcp had entered the incorrect correction factor into the pump settings. Customers blood glucose level was 200 mg/dl. The customer contacted the healthcare provider and successfully adjusted the pump setting accurately.